Event description:
Aleutian lateral cage popped out and had to be replaced with a larger one. Pt reportedly twisted in bed, causing the implant to dislodge.

Manufacturer narrative:
The implant had backed out laterally about 2/3rds of the way. It was noted that the surgeon did not release the contralateral annulus in the initial case and there is a possibility that not doing so caused undue force which propelled the cage out, in conjunction with the pt's sleep habits. The cage was revised with a larger cage and the facet screws used in the initial case were left in place. The implant will not be returning as it was retained by the hospital. X-rays have been requested by the manufacturer.